Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results of "140 mg/dl with the subject meter and "100 mg/dl" on another meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria. There was no indication that the product caused or contributed to an adverse event.